Manufacturer narrative:
A siemens healthcare diagnostics inc. Clinical service engineer (cse) was dispatched to the customer site to determine cause of the advia 2120i with autowaste and autosampler instrument not reporting out blast flags. The cse verified the optics, calibrated the instrument and blast flag morphology settings. The customer was running the instrument with customized morphology settings, which slightly desensitized the 1+ flagging for blast cells. The morphology settings were set back to the default settings and the sample in question was played back on the system using the play back function. Both the initial and repeat sample flagged for blast cells. There are no performance claims for advia 2120i morphology flags, which are intended for laboratory use only. The cause of the advia 2120i with autowaste and autosampler instrument not reporting out blast flags was due to user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
One (1) patient sample from a (B)(6) year old female was run on the advia 2120i with autowaste and autosampler instrument and did not produce a blast flag. The results were reported to the physician, who questioned the results. The same sample was repeated on the same instrument and produced similar results. A blood smear was made and the manual differential had 19% blasts. There are no known reports of patient intervention or adverse health consequences due to the discordant low blast result initially reported.